Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that they were in rehab and had a good workout this morning, but now their back iskilling them. The patient stated that they could not get the communicator to work and they saw 'no device found' on the handset. The agent walked the patient through resetting the communicator. The patient provided conflicting information throughout the call. The patient mentioned that they have never been able to find the pump before but then stated the pump was on their outer left hip. The patient stated that the pump initially was implanted too deep and they could not connect to it, so the healthcare provider (hcp) implanted another pump. The patient believes there were two pumps implanted, and the newer pump was implanted partially over the old pump. The patient described feeling a "silver dollar" sized device 3 inches from their spine and that "its implanted at s5-6", then across they feel another "silver dollar" deeper but can only feel half of it. The agent inquired about the types of exercises they do in physical therapy. The patient stated that they do exercises where they twist then stated they don't. The patient stated they did exercises where they lifted their legs. It was unclear but agent reviewed possible complications from excessive bending, twisting, and stretching. The agent described the pump as a teardrop shape with a little corner/tip point where the catheter connects (catheter port). They have never been able to feel where the catheter port was. The agent asked if the pump feels tilted or if there have been any changes to how it feels inside the patient's body. When asked for event date, the patient stated 'it just happened. It was this morning.' The agent had the patient reset the communicator and close/re-launch the ¿myptm¿ application. The patient continued to see no device found. The patient tried repositioning the communicator. The patient claimed they were able to bolus before going to physical therapy but sometimes they would have to position their body so that they get a connection. The agent tried to clarify the best placement for the communicator by instructing the patient to place the communicator over the location the healthcare provider (hcp) uses when doing the pump ref ill. The patient stated the doctor placed the medication in the left side of the hip. The agent reviewed the communicator and implant site considerations then redirected patient to their healthcare provider to further address the issue. The issue was not resolved through troubleshooting. The patient stated that their back hurts a lot. They could not find the pump. Additional information was provided from a consumer stated that they thought that the communicator was no longer working. The patient stated that they were in rehab and had been without the pump for about 6 days now. They had placed the communicator all over the pump and the communicator could not find the pump still. The communicator found the pump one time in the last 6 days. The agent reviewed communicator placement with the patient. The patient had always placed the communicator directly on their skin. Pt stated that the first pump was placed so deep that they could not get any connection. The pump was replaced and then they were able to get a connection. They had hovered the communicator over the pump before instead of placing the communicator directly on their skin and it worked, but the success of the communication was dependent on how they were positioned. The agent guided the patient through connecting to the pump. The patient kept seeing no device found. The patient confirmed that the communicator blue light was solid. The agent reviewed that the handset and communicator were communicating successfully with each other, so they needed to reposition the communicator over the pump for the communicator to find the pump. The patient stated that they had a scar where they thought the pump was. They had a stimulator put in that was then removed before the pump was put in. The patient stated that the pump had to be moved, howe ver the physician did not reposition the pump and just put in another pump. The patient kept seeing no device found throughout the call. The agent reviewed that the external equipment was working as intended. The patient stated that their pain management doctor was not a surgeon, so they would probably have to go see the surgeon, but they did not want to have another surgery to have the pump repositioned. The patient mentioned that during the call that they had pain.